Event description:
It was reported that the device has alleged premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The device was received with the anterior needle engaged to the anterior cuff. The anterior and posterior cuffs remained attached to the link. During needle plunger deployment, the posterior needle did not engage with the posterior cuff, indicated by bent and the undisturbed tabs of the posterior cuff. The posterior portion of the foot was broken off and was not returned. The most probable root cause for the posterior needle-to-cuff miss and posterior portion of the foot detaching is related to operational context in which the device was used. Influencing factors can be caused by a failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Anatomical conditions of the patient such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. In addition, calcification or other body material trapped under the foot during deployment can interfere and may break the foot. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately tortuous right femoral artery after an interventional procedure. Reportedly, during suture retrieval, when the plunger was withdrawn, it was observed that the suture was not connected to the tip of the needle. Manual compression was applied to achieve hemostasis. After the patient left the cath lab, the posterior portion of the foot was missing from the proglide device. Although, the location of the posterior portion of the foot is unknown, the patient remains asymptomatic and there are no plans to perform any follow-up studies. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.